Event description:
It was reported that the surgeon performed a revision surgery on a patient that had a previous l4-s1 posterior fusion with synthes uss, universal spine system. The patient had adjacent level disc disease at l3-4. He removed the l4-s1 hardware from the 2008 surgery. There were no issues with the old hardware. He then placed synthes uss dual opening hardware from l3-s1. During the interbody fusion part of the procedure at l3-4, he broke the graft pusher handle. All fragments of the handle were retrieved and the interbody fusion was completed without an issue. Later in the procedure when connecting the rods, the surgeon stripped the top threads of the left l3 screw when securing the nut and collar. He attempted to use another nut and collar to secure the rod, but the screw threads were stripped so he replaced the screw and was successfully able to secure the rod with a new nut and collar. Around 15 -20 minutes was added to the procedure as a result of this event. No further information was provided. This is report 24 of 26 for complaint (B)(4).

Manufacturer narrative:
Implant unknown date in 2008. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. This device was used for treatment not diagnosis.

Manufacturer narrative:
Additional narrative: a device history record review was conducted. A new certificate was obtained from the supplier, checked for correctness and was added to the DHR. A review of a nonconformance report was found to be not relevant to the complaint condition because the documentation issue does not affect the function of the device. A manufacturing evaluation was conducted. There is thread damage near the front and on the edges of the 12 points of the nut. The anodized finish has been removed from that section of the thread and the damaged area. This is not manufacture related. Because of the returned condition of the nut, not all relevant features can be verified; therefore, this complaint is indeterminate. This device was used for treatment not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation has been conducted. Part number 499.233 is 7.0mm ti dual-opening uss screw found in the dual-opening uss spinal system (technique guide (B)(4)). The screw is used in combination with a collar (part number 499.292) and 12-point nut (part number 499.294) to secure the rod in place. The screw lot number 6976599 was received on 06/27/2012. The surgeon had difficulties engaging the nuts on the l3 screw. This may have been due to the rod being not fully seated in the screw. If the nut is not placed at the proper alignment with the mating component threads (screw), cross threading could occur damaging the screw. The fact that the surgeon used another nut and collar and could not get it to secure the rod is indicative that the threads on the screw were stripped. The screw was replaced and the surgeon was able to secure the rod with a collar and a nut. The material was reviewed and is adequate for the intended use. Based on the u.s. Sales of the dual opening uss spinal system titanium screw between (B)(6) 1994 thru (B)(6) 2013 the occurrence rate is approximately (B)(4). The set contains instruments to help persuade/bend the rods to accommodate a wide variety of surgical instances and patient anatomy. As there is not enough information as to the placement of the rod during the procedure, this complaint is deemed indeterminate from a design prospective.